Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter would not power on upon test strip insertion; it would power on only with the power button. The patient claimed the meter was not new (out-of-the-box), the test strips were correct, and the meter had suffered no misuse. The patient did not experience any symptoms of high or low blood glucose levels, and he did not seek any medical attention. The meter and test strips were replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the power issue was not resolved, the complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, life scan will evaluate them.